Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found with defective tubing clamp during use. The following has been provided by the initial reporter: the patient finished the infusion and sealed the tube at 9 am on (B)(6) 2019. It was found that the intima-ii was not tightly closed, leading to the patient's blood returning to the needle cap. The nurse immediately replaced the new intravenous indwelling needle.

Manufacturer narrative:
Neither photo or sample to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. This is the second complaint has been received for the reported defect and lot number. A possible root cause could not be determined at this time.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found with defective tubing clamp during use. The following has been provided by the initial reporter: the patient finished the infusion and sealed the tube at 9 am on october 3, 2019. It was found that the intima-ii was not tightly closed, leading to the patient's blood returning to the needle cap. The nurse immediately replaced the new intravenous indwelling needle.